Event description:
As reported by the edwards field clinical specialist, 15 days post transcatheter aortic valve replacement (tavr) the patient presented to the hospital with central aortic insufficiency (cai). During the initial tavr procedure, a second sapien valve had been implanted due to the first valve being placed too aortic and demonstrating a moderate paravalvular leak. Following deployment of the second sapien valve, everything looked fine on echo. However, the leaflets of the second sapien valve may have been having difficulty coapting, potentially due to leaflet overhang from the first sapien valve. A third sapien valve was subsequently implanted, mitigating the cai.

Manufacturer narrative:
See also manufacturing report number 2015691-2012-17915.the investigation is ongoing.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex3 delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several factors that could cause central regurgitation, including over expansion or asymmetrical deployment of the delivery balloon, native leaflet overhang, and inadequate coaptation of prosthesis leaflets. The root cause of the cai reported in this case cannot be confirmed; however, per report, it is thought that the leaflets of the second sapien valve may have been having difficulty coapting, potentially due to leaflet overhang from the first sapien valve. A third sapien valve was subsequently implanted, mitigating the cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.